Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigators performed pump rewind, load, and prime with no alarms or noise issue. The pump was opened for further investigation, inspected the motor assembly and tested the internal motor and there was no moisture corrosion. Investigators were unable to duplicate the complaint during investigation. The pump booted to the verify screen with dim pink contrast. A visual inspection of battery compartment revealed, compartment crack at case seal. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim pink contrast display and a battery compartment crack. This report is made based on results of investigation completed on (B)(4) 2014.